Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2008 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue and device recall.

Manufacturer narrative:
Reported event: an event regarding alleged disassociation involving an unknown implant metal head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no items were returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as device is not identified properly. Complaint history review: not performed as device is not identified properly. Conclusions: it was reported that patient was revised due to disassociation involving an unknown implant metal head. The exact cause of the event could not be determined because product is not properly identified and no further investigation for this event is possible at this time as no devices was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2008 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue and device recall. Update: we do not have product ID. Revision operative report dated (B)(6) 2019 states ¿he was doing a minor activity when his hip came out of place. X-ray demonstrates dissociation of the head with the neck and significant wear of the trunnion.¿

Manufacturer narrative:
Reported event: an event regarding alleged revision involving an unknown implant metal head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no items were returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as device is not identified properly. Complaint history review: not performed as device is not identified properly. Conclusions: it was reported that patient was revised involving an unknown implant metal head. The exact cause of the event could not be determined because product is not properly identified and no further investigation for this event is possible at this time as no devices was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2008 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue and device recall.